Manufacturer narrative:
(B)(4). This report involves a patient who experienced cloudy effluent in the context of peritoneal dialysis. While there was no peritonitis reported, it is currently unable to be ruled out as a cause for the reported symptoms. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis therapy. The cause of the event was not reported. It was reported that the patient intended to visit the hospital for the event; however, it was not reported if the patient was admitted to the hospital. Treatment details were not reported. Action taken with dianeal therapy was not reported. The outcome and patient recovery status of the event were not reported. No additional information is available.